Event description:
It was reported that this patient experienced chest pain and shortness of breath (sob). An echocardiogram was performed and it was determined that the right ventricular (rv) lead perforated the heart wall. The patient experienced a pericardial effusion and a pericardiocentesis was performed. Subsequently, the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.